Manufacturer narrative:
Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls tuberculin had compromised sterility. The following information was provided by the initial reporter: "there was a case where customer has logged in complaint for item code 302100 (syringe 1ml ls tuberculin 100's) found 6 pcs in one box with stain. No discrepancies found."

Manufacturer narrative:
The following fields have been updated with additional information: b.3. Date of event: (B)(6)2019.

Event description:
It was reported that syringe 1ml ls tuberculin had compromised sterility. The following information was provided by the initial reporter: "there was a case where customer has logged in complaint for item code 302100 (syringe 1ml ls tuberculin 100's) found 6 pcs in one box with stain. No discrepancies found."

Event description:
It was reported that syringe 1ml ls tuberculin had compromised sterility. The following information was provided by the initial reporter: "there was a case where customer has logged in complaint for item code 302100 (syringe 1ml ls tuberculin 100's) found 6 pcs in one box with stain. No discrepancies found."

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection, a stain on the top web packaging was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Since a sample was not received a root cause could not be determined. H3 other text : see h.10.